Event description:
It was reported that a minicap transfer set was leaking from the twist clamp; described as the "white switch is leaking". This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot number is unknown; therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues or leaks were observed. The reported leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.